Event description:
It was reported that during a nephrectomy procedure the device misfired. The case was completed with another like device. No patient consequences were reported. No device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Event date: unknown, assumed 1st day of month that complaint was reported. Additional information was requested and the following was obtained: please explain what is meant by, the device misfired? The stapler placed the staples, but would not cut. It then was very difficult to open. In fact, these staplers do not open easily, usually taking 2 hands to do it. On which firing did the event occur? First staple load; what color cartridge was being used? Vascular load; did the device staple? Yes. If yes, was the staple line complete? Complete enough to go across the renal artery if yes, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Irregular, not in a straight line. Did the device cut? No. If yes, was the cut line complete? Further additional information obtained: procedure was nephrectomy. Misfire according to surgeon is that the device began to lay down staples but no cut - so partial staple line. I have no further information regarding this complaint.